Event description:
Additional information received indicated a perforation of the right ventricle occurred during the implant procedure. No intervention was performed to resolve the perforation and effusion. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that a pericardial effusion was observed following the implant procedure of the ventricular and atrial leadless devices. It is unknown how this event was resolved and the patient is reported to be stable. Additional information was requested, but not yet received.